Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the medical record review the patient underwent repair of a recurrent ventral hernia with composix kugel on (B)(6) 2004. On (B)(6) 2007, the patient underwent incision and drainage of a abdominal abscess. During the drainage the medical records note there was no mesh seen. The wound was irrigated and a wound vac was placed. Approximately 7 months later the patient underwent a exploratory laparotomy. The medical records note the removal of a "marlex" or "prolene" mesh that was eroding into the distal jejunum. Lysis of adhesions were performed. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient has multiple comorbidities including morbid obesity and diabetes. The medical records note the patient underwent multiple ventra hernia repairs between 1998 and 2005 with an unspecified "marlex" mesh placed in 2000. The patient was treated for adhesions, which is a known adverse event listed in the IFU. Additionally, the culture reports provided indicate the patient developed an infection. Although the mesh does not appear to be the source of the infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Based on the information provided it appears the composix kugel mesh remains implanted. With the currently available information, no conclusion can be drawn at this time. See MDR 1213643-2009-00004 for information related to the bard flat mesh implanted on (B)(6) 2002.

Event description:
Based on the medical records provided by the patient's attorney: on (B)(6) 2000 - patient underwent ventral hernia repair with "marlex mesh", unspecified manufacturer. On (B)(6) 2002 - patient underwent repair of a large incarcerated ventral hernia with bard flat mesh. Lysis of adhesions to the small bowel. On (B)(6) 2004 - patient underwent repair of recurrent ventral hernia with composix kugel. On (B)(6) 2007 - patient underwent incision and drainage of abdominal abscess. No mesh encountered. Wound vac placed. On (B)(6) 2008 - patient underwent a exploratory laparotomy, removal of "marlex" or "prolene" mesh plus plug mesh removal. Resection and reanastomosis of distal jejunum.